Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were saturated. Additional malfunctions include the pvc tubes were saturated, and the hose clamps were leaking.